Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to the customer: "yesterday, on (B)(6) 2021 at noon it was found that an infusion pump model infusomat space s with catalog number 8713050 and serial number (B)(4) was set to infuse 550 ml. Medicine (we do not have information what the medicine is) for 2 hours. After the set 2 hours, the pump sounded the alarm to complete the infusion, but according to the nurse who found the problem, there was a large residual amount in the bank - approximately ½ of the volume of the bank. There are no reports that the patient was injured or his life was in danger." "After receiving the signal and at the request of eng. (B)(6) our technical service manager mr. (B)(6) went to the hospital, downloaded the data from the device (attached to the email) and again at the request of the engineer conducted a test for delivery accuracy (conducted according to the service manual). The result was 6 minutes, 5 seconds and 74 hundredths, which according to the service manual is approximately -1.6% deviation. According to the technical specifications of the product, the deviation is between + 5% and -5%, so that the pump is in good condition. I also reviewed the data file - there is no human error according to what I see as entered settings.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available.